Event description:
It was reported that the pt was experiencing electrical sensation down left arm and balance is off. Also, ins had migrated and impedances were a little high (2400 ohms c-3). A surgery had been scheduled to fix the ins position. Add'l info was requested.

Manufacturer narrative:
(B)(4).